Event description:
Customer reported device base unit 3rd & 4th contacts are melted. Customer stated the surrounding plastic is melted as well. Customer indicated the device is cleaned with alcohol prep as needed. A request was made for return product and replacement product was sent.